Event description:
Patient was implanted with ti helical blade and ti cannulated tfn during an orif of a comminuted proximal femur fracture. Status post, the patient fell off the toilet, directly onto femur and the helical blade pushed through the femoral head and into the acetabulum. The helical blade and tfn were removed. The surgeon plans to do a total hip or calcar replacement/bipolar hip. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
This information was not provided by the completed questionnaire received. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records have been requested.